Event description:
Had the bayer essure devices implanted in 2004/2005. Many serious side effects post implant of the devices: heart palpitations and eventually ventricular tachycardia resulting in two heart ablations. Hypothyroid, chronic fatigue, pelvic pain, heavy bleeding, severe back pain, memory issues, foggy brain, depression, inflammation in the body especially the neck and back.